Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin after an occlusion error was displayed. The patient stated she turned the infusion device off and back on after an occlusion error was displayed and the error did not recur. She then experienced elevated blood glucose of 350 mg/dl.